Event description:
It was reported that the patient underwent generator and lead replacement on (B)(6) 2013. Both generator and lead were returned to device manufacturer for analysis on (B)(6) 2013. The returned product form indicated that the generator and lead were replaced due to eri - no and lead discontinuity. The implant card indicated that the lead impedance with the new vns system was "ok". Analysis is underway, but has not been completed to date.

Event description:
On (B)(6) 2013 it was reported that high impedance was seen during system diagnostics that day. The patient¿s settings were at 2.50/20/250/7/0.3 (44%)/2.50/14/250. Prior to the diagnostics, the physician had reported he was going to change the patient's settings to 2.75/20/250/7/0.3/3.0/30/250 as the patient was still having seizures and he wanted to improve the efficacy. No trauma/manipulation had occurred recently. The patient was last seen 6 months ago; however, the physician did not know the results of the diagnostic test since this was his first time seeing the patient. The physician stated he will also be referring the patient to a surgeon. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. A battery life calculation was performed which showed negative years remaining until eri=yes. Good faith attempts for further information from the physician were made but no further information was received.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was performed on the explanted generator and lead. Although there was an eri message observed at decontamination and on the test bench during product analysis, the device performed according to functional specifications. Analysis of the generator in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis of the explanted lead confirmed the lead break. A break was identified in both the positive and the negative coils. Scanning electron microscopy images of the positive and the negative coils show that pitting or electro-etching conditions have occurred at the break location. Appearance of the mating end of the positive coil suggests a stress-induced fracture has occurred. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism of the positive coil cannot be ascertained. The positive coil shows what appears to be a void in one strand in the vicinity of the break. No obvious adverse effect was identified on the device performance as a result of this condition. Appearance of the negative coil suggests a stress-induced fracture (fatigue) has occurred in at least two strands of the quadfilar coil. The negative coil mating end shows what appear to be the early stages of secondary fractures in one strand of the quadfilar coil in the vicinity of the break. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained in other strands of the coil. The outer and the inner silicone tubing are abraded open at the lead body. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations, no other anomalies were identified in the returned lead portion.